Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a scheduled follow-up, an alert for low, out of range high voltage lead impedance was observed. The impedance was found to be normal and within range. There were no adverse consequences to the patient. The patient will continue to be monitored.